Event description:
It was reported that the unit had a system error while it was connected to a patient with a pca. The error code is 255-16-275. The unit has started alarming when the patient pressed dorse request button. Then unit has shut down by itself after the completion of the infusion. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: date of event, describe event or problem. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an error code 255-16-275 event was able to be confirmed through review of the logs. Internal and external inspection did not find any issues that would contribute to the reported complaint. Review of the pcu error log showed, on (B)(6) 2025 at 6:10 pm, the error code 800.8000.0 (pcu15_general_os_failure) recorded which was consistent with the reported 255-16-275 (ose_flush) error code. Review of the pcu event log showed, prior to the recorded 800.8000.0 error, on (B)(6) 2025 at 11:41 am the pcu was powered on and the concomitant pca module s/n: (B)(6) was attached as channel a. The profile in use was identified as medical/surgical. Between 11:42 am to 11:44 am a 50 ml terumo syringe was loaded and an infusion of oxycodone with drug amount of 50mg, diluent volume of 50 ml, concentration of 1mg/ml and a max limit of 20mg/4h was programmed as pca dose only. At 5:41 pm a channel select and start keypress were made. At 6:10 pm the event request was made and the infusion stopped, there is no record of usage until on (B)(6) 2025 at 8:56 am when the pcu was powered on again, confirming the reported unit shut down. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Per tracker 17872, to exit the system error state, the user should press the "system on" button to power off the device. When the pcu is powered on again, infusion can be re-programmed. When exiting the system error state, all ongoing infusions are interrupted and have to be reprogrammed. The system was being used for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the reported 255-16-275 error code was the result of a pca dose request while a channel status on the pcu main screen changed, tracker 17872 determined to be software design problem. This type of error is classified as an "invalid memory access" by the software and the 800.000 error code is logged in the pcu's error log. Note that this report lists imdrf annex a1801, g02017, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the unit had a system error while it was connected to a patient with a pca. The error code is 255-16-275. The unit has started alarming when the patient pressed dorse request button. Then unit has shut down by itself after the completion of the infusion. There was patient involvement, but harm is unknown.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.